Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the connector boot and sealing rings were out of specification.

Event description:
It was reported that the atrial lead could not be inserted into the pulse generators header past the proximal sealing rings. The physician attempted to use mineral oil to allow the insertion but it remained difficult to insert. A different pulse generator was used and the lead still could not be used. The lead was no longer used and replaced.